Manufacturer narrative:
No device was returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency; therefore, no DHR review nor lot history review are required. Additionally, a manufacturing mitigation is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the event. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment: unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Thv malposition prior to deployment, use caution with narrow calcified stj, minimal calcification, severe septal hypertrophy, and mitral bioprosthesis. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane. Consider coaxial alignment of catheter to the aortic annulus. If positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve malposition was unable to be confirmed. No potential manufacturing non-conformance was identified. A review of IFU/training materials revealed no deficiencies. As reported, 'during the procedure, the first valve was implanted in a higher position than expected', and 'as per medical opinion, the root cause of the event may have been that it was hard to implant perpendicularly to the annulus because of leaflet calcification'. Aortic valve calcification is important for stable anchoring of the prosthesis to the aortic annulus. In this case, the patient had a mild calcification on the native valve and this may have resulted incorrect positioning of the valve. While a definitive root cause was unknown, available information suggests that patient factors (mild calcification on native valve) may have contributed to the complaint event.

Event description:
As reported by the edwards asian affiliate, during tf tavr case the first 23mm sapien 3 valve was implanted higher than expected. The operator decided to implant one more valve deeper than before. The patient had no ar and no pvl on echo. The 2nd valve was implanted rate of 80:20 (aortic/ventricular). The root cause of the event may have been that it was hard to implant perpendicularly to the annulus because of leaflet calcifications.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the valve placement too aortic was most likely a result of the difficulty implanting the valve with the patient's leaflet calcifications. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.